Event description:
The valve was explanted due to aortic insufficiency and replaced with a 27cavg-404. According to the pathology report, the pathology diagnosis stated "associated fibromyxoid degeneration of connective tissue" and aortic aneurysm with "atheromatous plaque with calcification; mural fibrosis; atrophic thymic tissue present". Additional info has been requested.